Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
T was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 93-94 mg/dl. Prior to going to the ER, the customer consumed carbohydrates and dextrose 5% in attempt to address bg level. While in the emergency room, the customer was treated with dextrose 5% and was released from the ER the same day with no permanent damage. Reportedly, a 15 unit insulin bolus was inadvertently delivered. The customer left the pump screen turned on and sat on the pump. Subsequently, the pump was pressed and a 15 unit unintended bolus was delivered. Tandem technical support performed a system check on the pump and determined the pump functioned as intended.